Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels. The caller stated that the insulin pump may not have been delivering or connecting the insulin through to the customer. The customer's blood glucose was between 300 and 350 mg/dl. He stated that he needed to change the reservoir and insertion site, and when he changed them, the issue seemed to be resolved. He added that there had been blood at the insertion site, and when he observed this, he would change the infusion set. He stated that he had been monitoring the issue for 2 days and changed the set every 3 days as recommended. The caller did not wish to wait in order to complete the troubleshoot procedure and scheduled a time for a call back on the following day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.